Manufacturer narrative:
Further information was requested but not received.

Event description:
The ra lead was capped and replaced on (B)(6) 2024.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited unspecified oversensing. The lead was capped and replaced on (B)(6) 2024. Patient status was not provided.